Event description:
It was reported via trial that during the procedure, after stent deployment in the right internal carotid artery, the pt experienced a transient ischemic attack with slurred speech and left sided plegia. The filter did not appear to be overloaded with debris and the vessel was aspirated several times neurologic deficits improved. Intervenous solumedrol was given and all neurological deficits completely returned to baseline status within one hour. Hospitalization was prolonged. There was no adverse pt sequela. Though requested no additional info was provided.

Manufacturer narrative:
(B)(4). Transient ischemic attack may occur during this type of procedure and as listed in the instructions for use, is a known potential adverse event associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Based on available info, a definitive cause for the reported pt adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.